Event description:
Customer reported unexplained high blood glucose levels. Customer reported having a blood glucose level of 462 mg/dl earlier which she was able to bring down to 61 mg/dl with manual injections. Customer also reported that the insulin pump's display window was cracked. Customer reported that the insulin pump had recently been dropped. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.